Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a message indicating a connection problem was displayed during the pairing attempt performed on two different patients.

Event description:
Reportedly, a message indicating a connection problem was displayed during the pairing attempt performed on two different patients.